Manufacturer narrative:
A sample device was not returned for analysis. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following implantation of an intraocular lens (iol) the patient experienced blurry vision, lack of contrast and washed out. Additional information was requested and received reporting patient is miserable and struggling to do daily activities. There are two medical device reports associated with this patient. This report is associated with the left eye.